Event description:
It was reported that the pt felt two "shocks", a half-hour apart, two hours after the pump was turned off by the pt's physician. The pt requested that the pump be explanted. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).